Event description:
Healthcare professional reported, unknown side rupture. Healthcare professional later reported, left side capsular contracture, baker grade IV. Diagnosed by palpation and no rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ brown particles on the surface of the shell. ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported unknown side rupture. Healthcare professional later reported left side capsular contracture baker grade IV diagnosed by palpation and no rupture. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported unknown side rupture. Healthcare professional later reported left side capsular contracture baker grade IV diagnosed by palpation and no rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.